Event description:
It was reported that while using the unspecified bd maxzero¿ extension set it is occluded. The following information was provided by the initial reporter: max zero connectors coming out of our dressing change kits have been having one of two issues. They either won't prime, even when not connected to anything. Or after being connected to a line won't infuse or flush. Is the adverse event or serious adverse event occurred? There has not been an adverse event associated with these issues.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: the customer reported issues with priming/flushing the maxzeros, and returned 1 used sample. The sample also came with competitor stopcocks that according to the customer are having issues with these maxzeros. We always suggest using bd product with other bd product if there is any any connection issues going on. The complaint of flow issues fluid blockage was tested in lab, and no issue was replicated. The complaint of occlusion could not be verified. The root cause for the failure is unknown without the failure being replicated. A device history record review could not be performed on material mz1000-07because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd maxzero¿ extension set it is occluded. The following information was provided by the initial reporter: max zero connectors coming out of our dressing change kits have been having one of two issues. They either won't prime, even when not connected to anything. Or after being connected to a line won't infuse or flush. Is the adverse event or serious adverse event occurred? There has not been an adverse event associated with these issues.